Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings:a review of the pump¿s history shows a manual time change on (B)(6) 2013 from 3:37am to 3:18pm. A timekeeping accuracy test was performed; the pump was keeping time accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a time loss/gain issue. The reporter stated that the pump displayed 3:37am when the time was actually 3:37pm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.